Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2021-09254 . It was reported that the implantable cardioverter defibrillator and right ventricle lead were over-sensing noise. Programming changes were made on the device. Patient was stable.

Event description:
New information notes that the right ventricle lead was also fractured.

Event description:
New information notes that the patient presented in clinic for a follow-up check on (B)(6) 2021. Upon review, the right ventricle lead exhibited over-sensing noise, high capture thresholds, and failure to capture. The lead was capped and replaced on (B)(6) 2021. Patient was stable.